Manufacturer narrative:
In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 5ml saline fill china sp, tip cap loose. The following was provided by the initial reporter: on (B)(6) 2026, the patient was admitted for treatment of a right-hand injury. After the patient received an IV infusion, a nurse discovered that the needle cap had become loose and fallen off while attempting to seal the IV catheter, rendering it unusable. The nurse immediately replaced it with a new pre-filled syringe to seal the IV catheter.